Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 155 mg/dl and a correction bolus was delivered to address the bg level. The infusion set and cartridge were changed after the occlusion alarm. The customer stated that the cartridge in use during the occlusion alarms appeared to be corroded and warped in appearance. The customer was to avoid using lotions in the areas where the pump is placed in order to prevent any damage to the cartridges.